Event description:
The customer contacted heartsine to report their device did not provide voice prompts as expected. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved did not survive.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
A clinical review was performed and it could not be determined if the device caused or contributed to the event. Heartsine evaluated the device and observed the device logged the expected voice prompts while powered on at the time of the event. The reported issue could not be duplicated or verified. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report their device did not provide voice prompts as expected. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved did not survive.